Event description:
It was reported that the biomed did a calibration on the arctic sun device control panel and now the screen was flipped, this was a known hardware issue and will be sending them a replacement control panel.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the situation is a bug in the gdu and incomplete instructions at axiom tek. Some of the assembly technicians use the gdu to rotate the screen orientation from 0 to 180 degrees during assembly for operational ease, since the arctic sun control panel is held upside down in the production jig. If the setting is not reverted to 0 degrees after assembly, it will cause flipped touchpoints. Screen setup parameters are not controlled and a bug in the gdu caused temporary parameters to be saved, which allowed this behavior to occur. This was a known hardware issue and will be sending them a replacement control panel. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.